Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with normal operating currents. Insulin pump passed the self test. Insulin pump passed the unexpected restart error test. Insulin pump passed off no power test. Insulin pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners and cracked battery tube threads.

Event description:
Customer reported via phone call that the ring around the top of the reservoir compartment broke and completely came off. Customer's blood glucose was 31 mg/dl. Customer treated low blood glucose with food. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.